Manufacturer narrative:
According to the conformable gore tag thoracic endoprosthesis instructions for use, potential adverse events that may occur and require intervention include, but are not limited to, endoleak and dissection.

Event description:
Following was reported to gore. In (B)(6) 2019, the patient underwent a surgical procedure for an ascending aorta replacement and another manufacturer¿s open stent graft placement in the descending aorta to treat stanford type a chronic aortic dissection. On (B)(6) 2020, an emergent endovascular procedure was performed using a gore® tag® conformable thoracic stent grafts with active control system (tgm262110j) to treat a distal stent graft induced new entry (d-sine) in the distal part of the open stent graft. Reportedly, thoracic aneurysm was also observed and the aneurysm was covered by tgm262110j. The procedure was completed without reported issues. The patient tolerated the procedure. On (B)(6) 2020, follow-up CT revealed thoracic aneurysm enlargement (amount unknown) and an endoleak. An emergent endovascular procedure was performed. The physician thought the endoleak might be type iii between the open stent graft and tgm262110j. An additional stent graft was placed in the open stent graft and tgm262110j. However, the endoleak was slightly remained. The physician then thought there was a distal type I endoleak from tgm262110j in addition to the type iii endoleak. Another stent graft was placed in the distal part of tgm262110j. Only a slight endoleak remained the patient tolerated the procedure. The patient information such as weight, date of birth, pre-existing conditions, and medications were asked by the clinical specialist, but was not available.